Manufacturer narrative:
Based on the information provided to st. Jude medical and the investigation performed, the cause for the reported cancellation was due to a faulty power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
During an ablation procedure, the generator had error messages. The procedure was cancelled. There were no adverse consequences with the patient.